Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was not detected on bus. A field service engineer (fse) logged into the station, accessed the storage space configuration, and confirmed the reported failures. The station was pulled out, the back panel and drawer rear cover were removed, and the row board cables were disconnected to allow the controller board to reset. The row board and bus cables were then reconnected, and the station was powered back on. The system functioned as intended after field service engineer repaired the issue.